Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. Date of event: unknown, information not provided. Serial #: unknown, not provided. Catalog #: a complete catalog number is unknown as serial number not provided. UDI#: unknown, as serial number was not provided. Expiration date: unknown as serial number was not provided. If implanted; give date: unknown, was not provided. If explanted; give date: not applicable, there is no indication lens explanted. (B)(4). Device manufacture date: unknown, as serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient received an implantation of a tecnis symfony intraocular lens (iol), model zxr00 18.0 diopters, in the right eye. During the patient's 3 month post-operative appointment with the doctor, the patient was diagnosed with superficial punctate keratitis (spk) and punctate epithelial erosion (pee). Distance visual acuity sans corrected: 20/50+2, near visual acuity sans corrected: 20/100, refraction: pl-1.00x54 20/30 +2.50 20/25, normal iop. (Intraocular pressure). The doctor reported the oct mac shows a deposit at the fovea postop which was not there preoperatively. This may be the major cause, but uncertain etiology/why it developed around the time of surgery. No additional information was provided.